Manufacturer narrative:
The event date was not reported, so the aware date was used as an estimate.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient was implanted with a watchman laa closure device. Three years post procedure the patient had a cerebral vascular accident and a leak was noted. The patient was put back on blood thinner medication.